Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer is requesting for the device to be sent to the bench repair service for further support. The customer did not indicate what exactly needed to be evaluated. There was no reported patient or user involvement and no adverse patient/user impact.